Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The reporter indicated that patient has not really had any consistency in symptoms since implant in (B)(6) 2015. It was noted that since last thursday patient has been getting soaked at night. The reporter was wondering if patient should increase stimulation or change programs at this point since patient was still getting soaked at night. The patient reported break down of skin for sitting in urine and loss of therapy. It was also noted that on program 1 at 1.6 not having accident during day. Additional information reported about 2 weeks later indicated that patient no longer has bowel incontinence but urinary issues persist. No further information was reported. A follow-up report will be sent if additional information becomes available.